Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours on the arm. The patient went to the doctor and was diagnosed with cellulitis. Symptoms include irritation, drainage, pain and "looked like it was sun burned with skin largely raised and skin was tough". The patient was treated with an antibiotic injection and was also prescribed bactrim (1 pill twice daily for 10 days). Patient also reported blood glucose level of 250 mg/dl with this pod, but was able to resume treatment by applying a new pod with no additional irritation issues.